Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H11: the actual device and a companion sample were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition; the components were placed according to the specifications. Pressure testing was performed and a leak on the edge of the blue part of the chamber was observed on the actual sample only. The reported condition was verified on the actual sample. The cause was due to the supplier material during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set with duo-vent spike leaked at the blue vent port above the fill chamber. This occurred during patient infusion with total parenteral nutrition in the neonatal intensive care unit. The tubing was replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.